Event description:
It has been reported to philips that the system was giving an error message of ¿memory full¿. The customer rebooted the system and a new error of ¿x-ray disabled¿ appeared. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) remotely accessed the system and recreated the image store. After the image store recreation, the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was able to complete the procedure after a few system restarts. Evaluation performed by the philips remote service engineer (rse) and log file analysis identified that the image disk of the system's image processing pc (ippc) was full. The rse recreated the image disk, temporarily resolving the issue. However, after issues with the system not being able to produce images reoccurred, a malfunctioning ippc was identified as the cause of the issue. The ippc and its hard disks were replaced and the system was returned to use in good working order. The codes were updated based on the investigation.